Manufacturer narrative:
(B)(4). The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional 3x28mm xience skypoint device referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a left anterior descending (lad) artery that presented with non-st elevated myocardial infarction and hypotension. The first (3x28mm) and second (3x18mm) skypoint stents were implanted without issue. The 3rd (2.5x18mm) skypoint was advanced to the diagonal artery (dx) and implanted without issue. However, after implanting the 3rd (2.5x18mm) skypoint in the dx, it was then noted that there was a perforation caused by the first (3x28mm) skypoint stent in the lad. A 2.8x26mm rx graftmaster (gm) stent was decided to be used to treat the perforation. The gm stent was advanced but failed to cross initially due to the flared stent struts of the implanted (2.5x18mm) skypoint in the dx, but ultimately crossed in a second attempt (gm stent was removed and reinserted). Once the gm stent was implanted, the perforation was sealed successfully. But then there was acute thrombus that presented in the gm stent. Patient experienced chest pain. The thrombus was treated with 2 additional (2.5x12mm and 3x12mm) skypoint stents and medication for the chest pain. Patient was fine afterwards, there were no other issues presented. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the device failed to cross the lesion and was removed from the anatomy, then the same rx graftmaster was reinserted. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) states: an unexpanded stent graft should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent graft may be damaged when retracting the undeployed stent graft back into the guiding catheter. The reported patient effect of thrombosis is listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), as a known patient effect that may be associated with use of a coronary stent in native coronary arteries. The reported difficult to advance/position and subsequent treatments appear to be related to the operational context of the procedure. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.